Event description:
The recipient reportedly experienced open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly elected to not proceed with explant surgery. The recipient's device remains implanted. A review of the device history record noted no rework. This is the final report.